Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went in for a magnetic resonance imaging (MRI) and the device was reprogrammed. The device was never programmed again following the MRI. It was reported the patient¿s rate dropped very low and was hospitalized and eventually the patient passed away. No further information surrounding the death was provided.